Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device could not be paced despite attempting multiple times and the threshold was noted to be high. The device was placed successfully with ideal parameters. Echo was performed and it was noted that the physician felt that the right ventricle was not moving correctly. Tamponade due to epicardial effusion was confirmed. Pericardiocentesis was performed and electrical measures noted high threshold. Reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.